Event description:
Olympus was informed that during a laparoscopic appendectomy, the main lamp of the clv-s190 went out and the spare lamp of the clv-s190 was lit. Because the main lamp was not lit anymore, the physician changed the system to another one. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The clv-s190 was returned to olympus for evaluation. The evaluation found that the cooling fan of the clv-s190 sounded abnormal noise and after a few minutes, it was disappeared. Then the clv-s190 operated correctly. Olympus confirmed the inside of the clv-s190 operated correctly. Olympus confirmed the inside of the clv-s190, there was no abnormality. There was a possibility that temporary problem of the fan attributed to this phenomenon, but exact cause of the user's experience could not be conclusively determined. Also, olympus checked the manufacture history of the subject device; there was no irregularity found. Olympus stated the appropriate handling of the clv-s190 in the instruction manual when the clv-s190 had abnormalities. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.